Event description:
Customer reported a failed battery test on the insulin pump. He stated that he replaced the battery and that the screen went blank and the buttons became unresponsive. He replaced the battery again and received a failed battery test alarm again. The blood glucose reading was 146 mg/dl. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not corroded or damaged. Customer was advised to clean the battery cap contacts and to reinsert a new battery and stated that the insulin pump did not alarm again. Customer was advised to time battery changes carefully to avoid further alarms. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.